Event description:
It was reported that during a lap bulla resection, the target tissue was slipped to the distal part of the jaws and the device was locked out at the 2nd stroke of the 2nd firing when the device was used on the lung. Additional suture was performed with another device to complete the case. There were no adverse consequences to the patient. The cartridge color was gold. Reinforcement material was not used. The staples were formed as intended and unformed. The firing force was higher than expected and there was an unexpected resistance from at the 1st stroke of the 2nd firing. Too much target tissue might be clamped with the proximal part of the jaws. The target tissue was not thick for the cartridge color.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any cutting issues with the device? ---no. Was the staple line and cut line equal? ---yes. Was the staple line missing any staples? ---yes. The staple deployed as usual till the device stopped firing. Was the device fired over an existing staple line or clip? ---no. Was buttressing material used? If yes, what product? ---no. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---proximal and in the middle of the staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? ---till the place where the 2nd stroke of the 2nd firing was stopped. The staples that were unformed, were they irregular in shape or were the legs straight? ---legs straight.

Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The batch record was reviewed and no anomalies were noted during the manufacturing process.